Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been rec'd for evaluation. If the sample is rec'd or if add'l info pertinent to the incident is obtained a f/u report will be submitted.

Event description:
The customer reported that the monopolar tip of the device fell off and into the pt cavity. The piece was retrieved and there was no pt injury.